Event description:
The manufacturer was notified on (B)(6) 2015 that a mitroflow valve (lxa, size21) was explanted after 3.4 years due aortic stenosis.

Manufacturer narrative:
Result: the complete manufacturing and material records for the subject valve were retrieved and being reviewed by quality control at sorin group canada inc. Histopathological evaluation is being conducted. Evaluation is still on-going.